Event description:
It was reported that patient underwent a m2a hip arthroplasty on (B)(6) 2011. The patient was revised on (B)(6) 2012, due to pseudotumor. The acetabular cup, liner, and modular head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions". Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00784 / 00786).

Manufacturer narrative:
The backside of the acetabular liner showed little evidence of damage. The articular surface of the liner showed evidence of scratching. Wear on the liner appeared to be biased towards the top edge of the bearing surface. Surface deposits were observed at the liner chamfer. Worn indentations or deformation marks were visible at the rim of the bearing surface. It is possible that this wear or deformation might have occurred due to dislocation or subluxation of the head or from stem impingement. No root cause for the pseudotumor could be established. This follow-up report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00784-1 / 00786-1).